Event description:
Olympus was informed that after the turis-bt procedure on 2008, the patient suffered the urethral stenosis and the patient's skin between the scrotum and the anus was ulcerated. The patient is receiving the diagnosis of the facility ongoingly from that moment. Only recently, the patient started complaining that the procedure might have problems.

Manufacturer narrative:
The referenced device was not returned to the olympus medical systems corp for eval. The facility continued to use the ues-40s for seven years until now, however the similar phenomenon never occurred at the facility besides this issue. The facility stated that this issue was not relevant to the device defect/malfunction and the problem of the procedure. Therefore the ues-40s had no malfunction. Also, at that time, it was aware that the patient's prostate was ischemic widely by MRI. According to the literature, it is known that urethral stenosis is common complication on a tur procedure, especially usage of a thick endoscope predisposes a patient to developing urethral stenosis. The reported urethral stenosis is thought of as common complication of tur. The exact cause of the reported ulcerated skin cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the patient's condition. Olympus stated the appropriate handling of the ues-40s in the instruction manual. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is rec'd, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.